Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator would automatically switch salinecut off and would have to be manually turned back on. The issue occurred during a therapeutic hysteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. However, the device evaluation found error message e486 in the error-log of the device. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective instrument or a defect instrument cable. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.